Event description:
It was reported that there was an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when a transient st segment elevation was noted. The st segment elevation resolved on its own with no intervention or treatment performed. The procedure was continued and was successfully completed with the closure device implanted in the laa of the patient. There were no other patient complications that were reported to have occurred.